Manufacturer narrative:
.

Event description:
It was reported that during preparation for a procedure a balloon rupture occurred. During preparation of an occlusion balloon, the balloon ruptured while injecting contrast dye into the balloon. This occurred outside the patient. There were no patient complications as a result. The procedure was completed successfully with the use of another occlusion balloon.